Event description:
New information revealed that the patient was asymptomatic at the time of the programming changes. Patient was non-compliant for clinic visits and device has not been interrogated for over four years prior to this event. No adverse events were reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for an unspecified reason. Interrogation revealed loss of right ventricular capture due to increased capture threshold. Programming changes were made.